Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The skin reaction was described as an itchy, red rash with small cuts. It was indicated that the patient's mother consulted with a doctor regarding the patient's skin reactions. Date of consultation is unknown. Patient's mother stated that prior to insertion they clean the area with an alcohol wipe and protective wipe then insert the sensor and tape over the dexcom, not covering the transmitter. Upon removal, skintac away or baby oil gel is used, then water and aquaphor lotion. At the time of contact, the patient was stable. No additional event or patient information is available. No product or data was returned for investigation. However, a photo of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.